Event description:
The pt went to the clinic because she was not feeling well. The st. Jude field clinical engineer was able to get a partial interrogation report from the device. However, the initial report showed a device parameter error and an associated random access memory map with low values. The serial number had also changed. The pt was in high-rate pacing with a heart rate of 110 beats per minute. Diaphragmatic stimulation was also occurring. Based on these reports and observations, the decision was made to explant the device due to a suspected crystal failure.